Event description:
--

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to a device and lead erosion along with a possible infection. The physician also suspected possible premature battery depletion on this device. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Preliminary analysis determined therapy was available however did not meet specification for battery depletion. Additionally, a memory analysis noted that there were no delivered shocks and the patient was minimally paced. Detailed analysis was performed to determine the root cause of the issue. It was concluded the reason for the premature depletion was due to high current condition that was isolated to the mmic, u301. It was also noted from the diagnostic date that the device went into a high power condition as soon as it was implanted on (B)(6), 2011. Analysis found that when the left ventricular and right ventricular pacing supplies were programmed dissimilarly (lv on and rv off or rv on and lv off) a high current condition was present. The mmic was deprocessed but the failure mechanism was not located.